Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's implant was working but the patient had lost her personal remote. There were no actions/interventions or resolutions reported. It was confirmed that the device continued to function well. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the implant was not working and the patient clarified that she could feel stimulation when she was in a different position but recently she had urges. The patient noted that she did not have her patient programmer and the patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.